Manufacturer narrative:
Per data log analysis, on (B)(6) 2018, the electronic patient gas system (epgs) was successfully calibrated at 07:09:17. During the case, the epgs reported "oxygen (o2) sensor and blender disagree" five different times. This will cause ¿cal¿ to be displayed as reported. This will occur when the sensor measurement is greater than 10% different than the blender setpoint. When the o2% difference is less than 10%, the ¿cal¿ indication will automatically clear as reported. The log confirms the complaint. During laboratory analysis, the product surveillance technician (pst) observed no calibration failure or ¿cal¿ appearing or disappearing on the central control monitor (ccm) during evaluation. The service repair technician (srt) was unable to duplicate the reported complaint. The o2 sensor and air inlet o-ring was replaced as part of preventive maintenance. The unit operated to the manufacturer's specifications. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
Evaluation is in progress, but not yet concluded. Data logs were returned to the manufacturer on 31-jul-2018.

Event description:
It was reported that during use of the device for a cardiopulmonary bypass (cpb) procedure, the unit gas oxygen (o2) percentage kept showing "cal" on the main screen which disappeared and reappeared almost five times after calibration. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient. Per clinical review: the electronic patient gas system (epgs) was set up per instructions for use (IFU) with the epgs to the flow meter, to a forane vaporizer, and lastly, with the oxygenator for a cpb procedure on (B)(6) 2018. Calibration was performed with this entire circuit patent. Epgs calibration passed without issue. According to the chief of perfusion, approximately 30 minutes into the cpb procedure, the perfusionist inadvertently turned her gas flow completely off, reducing the sweep gas to .2 or less for a second of time. After approximately 20 minutes, the o2 sensor "cal" message appeared on the central control monitor (ccm). This message would appear for about a minute at a time, and then subsequently disappear. The message appeared approximately five times during the procedure. The perfusion team was using an oxygenator, and their fraction of inspired oxygen (fio2) settings during this occurrence were in the 60% range. The chief of perfusion stated that during this procedure his set values of 60% fio2, and values being read by the oxygen sensor were within range, around that 60% mark. His sweep gas during the procedure was approximately .3 liters per minute (l/min) to .4 l/min. He had no concern about oxygenation or ventilation during the procedure, for all partial pressure of oxygen (po2) and partial pressure of carbon dioxide (pco2) values were within their institution protocols. Therefore, there was no harm, blood loss or delay in surgical procedure due to this incident. Of note, the biomedical department of the user facility has another manufacturer service their blenders directly.